Event description:
The customer reported that the system locked up during a procedure and provided continual fluoroscopy without the x-ray exposure button being depressed. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cabling was examined all the way back to the system backplane from the 5vdc power supply. The cable connections were reseated. The ps2 power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.